Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The bolus wizard functioning properly per user guide.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not delivering the correct amount of insulin. Customer is experiencing high blood glucose. The current blood glucose reading is 64 mg/dl. Customer has eaten fruit. Customer stated that the active insulin not correct/estimate bolus. Customer stated that the food and correction bolus is incorrect. The insulin pump will be replaced. Nothing further reported.